Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin made sounds like a washing machine at the time of insulin delivery. Customer's blood glucose level was unknown. Customer reports that they think the sound was coming from the motor. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No unexpected motor noise or audio or beep anomalies noted during testing. The motor was tested outside the device and passed.